Event description:
It is reported that, once the surgeon had prepared the surgical site and device for implantation, the tibial plate and stem remained 1-2mm proud after impaction. The surgeon removed the implant, cleaned off all cement, re-prepared the tibia and offset of the stem, and was then able to properly impact the tibial construct.

Manufacturer narrative:
This report will be amended when our investigation is complete.